Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer allegedly received the following results, with the same meter, within 10 minutes: 21 mg/dl, 63 mg/dl, 57 mg/dl, lo (<10 mg/dl), and 263 mg/dl on (B)(6) 2016 and lo (<10 mg/dl) and 218 mg/dl on (B)(6) 2016. No death or serious injury reported. Requested return of suspect device for evaluation and replacement was sent.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.